Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery on a recurring basis. The patient's blood glucose at the time of incident was 499 mg/dl. During troubleshooting the customer stated that she had tried all possible remedies, but the no delivery alarms kept persisting. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with cracked battery tube threads and minor scratched display window.